Manufacturer narrative:
Continuation of d10: product ID: tm91scs2 (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were issues with the communicator connecting to the implanted neurostimulator, a pain stimulation implantable pulse generator (ipg), since the time of implant. The patient experienced the stimulation turning off at night, which prevented sleep, and had difficulty connecting to turn the stimulation off on a specific night. The following morning, a "not found" message was received when attempting to connect to turn the stimulation on. The handset charge was reported at 39%, and the communicator button was noted as unresponsive at times, requiring firmer pressing to resolve. Troubleshooting steps included connecting with a wireless recharger, restarting the handset, resetting the communicator, turning airplane mode on and off, closing all apps, and entering the communicator code manually. The patient was instructed to hold the communicator over the implant, which resulted in the device being found and the therapy being turned on. The communicator charge was reported at 100% after these steps. The troubleshooting steps resolved the issue, and additional best practices were reviewed with the patient.